Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff noticed that the fenestrated bipolar forceps instrument was cauterizing without pressing the foot pedal, which led to the patient's bowel being burned. The instrument was removed and replaced with a new instrument and the surgery was completed. No further clinical information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received medwatch uf/importer report (B)(4) on 05/20/2014 with the following event description: in the operating room, upon first connecting the da vinci robot bovie, when cautery was connected to scissors and forceps, the current activated without the surgeon touching the foot pedal. The improper activation of the cautery instrument resulted in a superficial burn to the patient's sigmoid colon approximately 2 cm in length. The burn was over sewn by the surgeon in order to strengthen the area. The bipolar forceps were then replaced, and there were no further complications with the da vinci robot. The injury happened when the cautery cords were connected to the robotic fenestrated bipolar forceps and the monopolar scissors. The current was activated although the surgeon was not pressing the control. The cautery cords were unplugged from the cautery unit. The burn appeared to have been from the forceps; however both instrument were removed from the surgical field and sent through the supply chain process for faulty equipment. The intuitive/da vinci representative was available and called into the room to help with the evaluation. The surgeon also confirmed that no other triggering source on the cautery unit was connected. The representative was informed at the time of the event and was called in to the operating room to assist with evaluation. Two mdrs were reported for the same event at this site. The other MDR is MFR report 2955842-2014-02131. These 2 mdrs were submitted as the hospital was unable to confirm if the monopolar curved scissors instrument or the fenestrated bipolar instrument burned the patient's bowel. The hospital's risk management department has retained the monopolar curved scissor instrument and fenestrated bipolar instrument and will not return them to isi for failure analysis evaluation. The robotics coordinator (or nurse) at the site stated that she was unaware of what caused this event, however she indicated that the surgeon that completed this procedure frequently works with fellows and the fellow may have been at the surgeon side console (ssc) and activated the foot pedal unknowingly to the surgeon at the patient side cart (psc). To date no further instances of this event have occurred at this hospital. The site stated that the cautery cords were unplugged and the instruments were replaced and then the procedure was completed without further complication. Isi has not been able to recreate the customer reported failure mode through laboratory testing. Also, isi has not been able to confirm that the auto bipolar mode was enabled during this case as it resets to manual mode if the generator is turned off. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive employees, caused or contributed to the reportable event.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Intuitive surgical, isi (isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Isi reviewed the system logs for the site with a procedure date of (B)(6) 2014 and confirmed that there were no related system errors to have occurred during the reported surgical procedure. Please also refer to MFR report 2955842-2014-02131, as a monopolar curved scissors (mcs) instrument was used in this same procedure reportedly also contributed to a burned bowel injury. This complaint is being reported due to the following conclusion: the initial reporter of this complaint claimed that the fenestrated bipolar forceps instrument reportedly contributed to a burned bowel injury.